Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe. Capsular contracture: unable to observe. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported "capsular contracture, baker grade iii" and "product concern". This record is for the left side. Device has been explanted.

Event description:
Healthcare professional reported capsular contracture, baker grade iii and product concern. This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported capsular contracture, baker grade iii. And product concern. This record is for the left side. The device has been explanted.